Event description:
It was reported that at 33,934 joules of use while using the side firing surgical fiber during a prostate procedure, the "aiming beam was observed to fire straight out of the fiber; prostate stones and aiming beam out of top". The procedure was completed using a second surgical fiber; 14,193 joules used. Patient outcome: "ok" - there was no patient injury reported.

Manufacturer narrative:
(B)(4). This event is being reported conservatively due to aim beam firing straight out of end of fiber.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal to the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.